Event description:
It was reported that the pt lost her speech processor in 2008. Upon receipt of her new speech processor, during fitting by the audiologist. It was seen that her internal device was no longer functioning. No accident is known to have taken place.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.